Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips the device is experiencing an ongoing issue regarding the etco2 leak test. There was no patient involvement.